Manufacturer narrative:
Additional information: according to the information received from the field the conductor link extruded into the external ear canal. Further the recipient suffered from an infection and swelling at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Explantation is planned but has been postponed.

Event description:
The user's hearing performance with the device is affected. The conductor link has extruded through the ear canal. Explantation is being considered, but has bene postponed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The conductor link has extruded through the ear canal. As per the surgeon, the user said that there is sometimes an infection and the skin over the implant (coil part) gets swollen. At present, there is no swelling. Explantation is being considered.